Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved in the complaint was performed on pictures received by the customer of product code 5-16035 (et tube, sher-I-bronch, ls, 35 fr). From the pictures attached it was confirmed the defect reported by the customer "broken/cracked - 15mm connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 50 samples were taken from the current production; the samples were visually inspected, and issue reported "broken/cracked - 15mm connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Additional information was provided regarding the investigation: a non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section h10: additional manufacturer narrative. The investigation was amended as follows: the customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube and the double swivel valve connector assembly (both swivel valves and y connector) were returned. The sample was returned out of its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken on the 15mm connector side inside the packaging. The swivel valve is a component purchased from a supplier. A non-conformance was opened to further investigate this issue.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube and the double swivel valve connector assembly (both swivel valves and y connector) were returned. The sample was returned out of its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. A non-conformance and scar were opened to further investigate this issue. Corrective actions were implemented under the scar in july 2019 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.